Manufacturer narrative:
PMA/510(k) # k163018. Supplemental correction report is being submitted following a review of this complaint file. Update device name. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted following a review of this complaint file. Update device name.

Event description:
Supplemental report is being submitted due to the receipt of additional clinical input and completion of the investigation.

Manufacturer narrative:
PMA/510(k) # k182980. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr 417410 / MDR#3001845648-2023-00950 and pr (B)(4). "Effect of ursodeoxycholic acid after self-expandable metal stent placement in malignant distal biliary obstruction: a propensity score¿matched cohort analysis" and captures stent occlusion and ae¿s including cholecystitis and liver abscess. Manufacturing records review: prior to distribution all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/or label the japanese packaging insert c-es1207m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: "failures and averse events: potential adverse events that may occur include, but are not limited to, the following: cholangitis. Liver abscess. Additional complications that can occur in conjunction with biliary stent placement include, but are not limited to: stent occlusion. There is no evidence to suggest the user did not follow the japanese packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause would likely be attributed to the patients pre existing conditions or to known potential complications of the procedure. From the information provided, the pre existing conditions for patients in both groups, was malignant distal biliary obstruction. As per medical advisor input, the stent occlusion may have been caused by the patients pre existing conditions. The cholecystitis and liver abscess may have been caused by the patients pre existing conditions or by the procedure. As previously noted, stent occlusion, cholecystitis and liver abscess are listed as potential adverse events associated with ercp in the japanese packaging insert supplied with the device. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Summary: the complaint was raised from literature paper okuno et al 2023 ¿effect of ursodeoxycholic acid after self-expandable metal stent placement in malignant distal biliary obstruction: a propensity score¿matched cohort analysis¿. According to the paper, 79 patients reported stent occlusion, 11 experienced cholecystitis and 01 experienced a liver abcess. As per medical advisor input, the stent occlusion would have required intervention/additional procedures. From the attached paper, it is known that the cholecystitis and liver abscess was managed successfully with percutaneous drainage. Investigation finding conclude that a possible root cause can be related to patients pre existing conditions or procedure related adverse events associated with ercp.

Event description:
Okuno et al 2023¿ effect of ursodeoxycholic acid after self-expandable metal stent placement in malignant distal biliary obstruction: a propensity score¿matched cohort analysis this study aimed to evaluate the efficacy of udca after sems placement for malignant distal biliary obstruction (mdbo).four hundred seventy-five patients underwent primary sems placement for mdbo sems placement for mdbo was performed using a standard duodenoscope (tjf-200, jf-240, jf-260v, or tjf-260v; olympus medical systems, tokyo, japan). After cholangiography, a guidewire (.025-inch visiglide2 [olympus medical systems] or .025-inch m-through [asahi intecc, aichi, japan]) was placed across the biliary stricture. Endoscopic sphincterotomy was performed after placing a guidewire if necessary, after which a sems was placed across the stricture. The sems type and placement method (across the papilla placement or intraductal placement) was selected by the main operator, with consideration of the mdbo length and common bile duct diameter. In some cases, before diagnosing the malignancy, a 5f or 6f endoscopic nasobiliary drainage tube (gadelius medical, tokyo, japan or cook medical inc, tokyo, japan) or 7f plastic stent (through & pass [gadelius medical, tokyo, japan] or flexima biliary stent [boston scientific, marlborough, mass, USA]) was placed before sems placement. Based on the hospital¿s electronic medical records database, the following semss were used for mdbo: hanarostent (boston scientific), wallflex (boston scientific), niti-s supremo stent (teawoong, seoul, korea), niti-s comvi (teawoong), bonastent (standard sci-tech, seoul, korea), bonastent m-intraductal (standard sci-tech), zilver 635 biliary self-expandable stent (cook medical, bloomington, ind, USA), these were further categorized as follows: uncovered type stent (uncovered) ¿ zilver 635 stent. This complaint will capture stent occlusion and ae¿s including pancreatitis, cholecystitis and liver abcess. Sems occlusion rates - 41.8% and 18.2% in the groups with and without udca - 79 (= 25(60*41.8%) + 54(294 * 18.2%)) pancreatitis - mild ¿ 5 pancreatitis - moderate -3 cholecystitis -11 liver abcess-1 require intervention/additional procedures s=4 all cases of pancreatitis were successfully managed conservatively. Cholecystitis and liver abcess were successfully managed with percutaneous drainage. Patient info; consecutive patients aged =20 years who were diagnosed with mdbo with elevated bilirubin or liver enzyme and underwent primary transpapillary sems placement between 2010 and 2022 were enrolled patients were categorized based on whether they received udca after sems placement. Hence, 1 group did not receive udca after sems placement (control group), whereas the other group received continuous udca after sems placement (udca group).three hundred fifty-four patients were included, of which 60 received udca. Additionally, we conducted a propensity score¿matched cohort analysis on 110 patients with sems placement for mdbo (malignant distal biliary obstruction) to reduce selection bias. Patients were categorized into 2 groups of 55 each, based on whether they received udca.

Manufacturer narrative:
PMA/510(k) # k163018 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.